Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: concerned pump is over infusing. Pump programmed as follows: (B)(6) 2021, 2200 hrs, drug nahco3, rate 100ml/hr, vtbi 1000, nurse checked back in 2 hours and the bag was empty. Pump infused 1000ml in two hours and should have taken 10 hours. No patient injury, no intervention required.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device was not returned for evaluation but the logs of the device were provided for review. Details of history log: log review shows no nahco3 drugs administered. Note: logs show on 8/4/2021 and 9:22pm an infusion start of 100ml/hr and 50ml (dl: cefepi 2) and on 9:52pm a vtbi done at 50ml, then at 10:03pm an infusion start of 20ml/hr (no dl selection) and on 8/5/2021 and 4:21am infusion was stopped with a volume infused to 126.07ml.